Event description:
It was reported the patient experienced withdrawal with symptoms of headache, sweating, jittery, can't keep food down, blurred vision and weakness all over his entire body. This occurred after an activity. The patient was outside about one to one and a half weeks ago and he started feeling hot. The patient went inside and started feeling sick and was throwing up. The patient presented to the emergency room and was then sent home. The next day the patient was throwing up and kept throwing up for days. The patient was admitted to the hospital over the past weekend for three days. The patient was released from the hospital on (B)(6) 2013. The patient was still throwing up and could not keep food down. The patient would take a bolus and he would not feel any sort of change. Usually, if he takes a bolus, it "knocks him down" and makes him sleepy. The patient went to the hcp and it was believed there was an issue with the catheter. The hcp provided some oral medications to help manage but it isn't enough to cover his dosage that is delivered with the pump. An MRI was planned to check the distal end of the catheter. It was believed that scar tissue may have grown over the tip. The pump was delivering fentanyl, clonidine, bupivacaine and morphine. Additional information reported the pump wasn't working for the past six months; around february/march. The patient was feeling like he wasn't getting enough medication. The patient would give himself a bolus and it would take care of the pain and relax him. The boluses stopped affecting the patient. The patient stated the hcp believed it was due to scar tissue and the patient¿s body mass/build. A week and a half before on (B)(6) 2013 the patient became ¿really sick¿ and went to the hospital. The patient was sent home and went back the next day. The patient was admitted to the hospital for salmonella. The symptoms were headaches and he wasn't able to use the bathroom. The patient was in the hospital for four to five days. The patient indicated he didn¿t have salmonella he was going through withdrawals. The patient was directed back to his hcp. It was discovered the catheter had come "undone". The catheter was replaced on (B)(6) 2013. The pump was also delivering baclofen.

Event description:
It was reported the pump was explanted.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the hcp received a referral to revise the catheter.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Additional information was received from a consumer. It was reported that the pump malfunctioned "2 years ago" and the patient did not know what the issue was. When the patient was walking one day, it was noted to be hot outside and the patient passed out and went to the ground. Tests showed the catheter came loose from the device. It was stated the patient was "really sick" and felt like he was dying. It was stated that they were going to reconnect the pump surgically, but something was wrong and the entire system was replaced. The surgery was supposed to be 30 minutes, but it was 8 hours.